Event description:
A facility reported, a physician found residual product on the patient's retina after surgery. It was reported the event affected the patient's retinal function. The surgeon stated he thought the physical property of the product changed after adding silicone oil during the surgical procedure. Additional information was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional information was requested. This report mailed in to FDA on: 06/13/2008.